Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and endometritis ("low grade chronic endometritis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included malaise. Concurrent conditions included bipolar disorder, schizophrenia, obesity, irregular menstrual cycle, skin lesion, breast abscess, bacterial vaginosis, endometrial biopsy, mastitis, leg pain, acute vaginitis, hyperplasia endometrial, endometriosis, fibroids, anxiety, left lower quadrant pain, dizziness, chest pain, increased shortness of breath, wound dehiscence, incision site pain, incision site swelling and incision site erythema. Concomitant products included ciprofloxacin hydrochloride (cipro), medroxyprogesterone acetate (provera) and sertraline hydrochloride (zoloft) from (B)(6) to (B)(6). In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), night sweats ("night sweats"), pollakiuria ("bladder or urinary problems or changes/ increased frequency"), dysuria ("bladder or urinary problems or changes/ painful urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating") and constipation ("gastrointestinal or digestive system condition type:gastrointestinal or digestive system condition type:constipation"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and alopecia ("hair loss/thinning"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), arthralgia ("hip pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and robotic hysterectomy(full), (bilateral removal of fallopian tubes) salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, night sweats, fatigue, abdominal pain, arthralgia and back pain had resolved, the endometritis, pollakiuria, dysuria, migraine, headache, ovarian cyst, nausea, dysmenorrhoea, dyspareunia, weight increased and alopecia outcome was unknown and the abdominal distension and constipation was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, constipation, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 316 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2017: cervix uterus bilateral tubes: mildly enlarged uterus with cervix showing: simplified thin endometrium with variably increased lymphocytes with low grade chronic endometritis. Mild chronic cervicitis, transformation zone bilateral paratubal cysts otherwise unremarkable epithelial (history of coiled contraceptive device). Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis and following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, vaginal bleeding, , female pelvic pain, fatigue and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-jan-2019: new pfs and medical record received. New events-hormonal changes describe: night sweats, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, bladder or urinary problems or changes/increased frequency, bladder or urinary problems or changes/painful urination, ovarian cysts, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) fatigue, weight gain, bloating, constipation, hair loss/thinning, abdominal pain, hip pain and back pain were added. Event added from medical record- low grade chronic endometritis. New reporter and plaintiff's information was added. Concomitant conditions and concomitant medications added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.